Manufacturer narrative:
Product analysis: kinks were evident along the hypotube. The stent had moved slightly distally on the balloon, however remained positioned between the marker bands as per specifications. There was deformation to the 8th, 9th and 10th distal stent wraps with struts raised. There was deformation to the 15th and 16th distal stent wraps with struts raised and bunched. The distal shaft was kinked 5.3cm distal to the guidewire entry port. There was deformation to the distal tip. (B)(4).

Event description:
It was reported that the physician was attempting to use a resolute integrity drug eluting stent to treat a severely calcified and mildly tortuous mid lm lesion exhibiting 98% stenosis. No damage noted to device packaging and no issues were noted when removing the devices from the hoop/tray. Negative prep was not performed. The lesion was pre-dilated. Severe calcification and possible old stent were reported as anomalies related to anatomy. During the procedure, the device did not pass through a previously deployed stent. Resistance was encountered during delivery and excessive force was used. Stent deformation occurred in vivo during positioning. The physician used another resolute to complete the procedure. No patient injury reported.